Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n294932, implanted: (B)(6) 2012, product type: adapter. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 389033, lot# j0455168v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that he had trouble with getting the implantable neurostimulator (ins) charged. The patient wanted to see the manufacturing representative to troubleshoot the issue. The patient used to be able to charge the recharger and then his ins by moving around and charging it up, but now he was unable to. If the patient charged his recharger and put it on to charge the ins and sit outside, it did not seem to work. It was unknown what appeared on the recharger screen. The patient had not been using it, as it had not been working. It had been hard for him to keep the recharger antenna on the right spot. The ins was small and it was hard to keep the antenna right over it. The patient got 6 bars when charging. It charged for a while and it went down to 2 bars. He readjusted the antenna and got 6 bars again and then the bars went down to 2 or 0. No patient symptoms were reported. The indication for use was spinal pain. Follow up was requested, but was not available. If additional information is received, a supplemental will be sent.